Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07/21/2025, the user reported a missed meal announcement. Blood glucose was measured at 255 mg/dl. No device malfunction or other symptoms were reported.